Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer¿s blood glucose was up to 400 mg/dl. Reportedly, the supplies were changed to address blood glucose (bg) level.